Event description:
It was reported that patient had tried giving himself a bolus dose with his ptm (personal therapy manager) on (B)(6) 2012 and received an error code and did not feel like he received a bolus dose. It was added that a two tone alarm came from his pump and subsided right away and he didn't hear it again. Patient waited and then "was able to receive a bolus dose and saw the usual 4 hr. Lock-out period he sees so everything was back to normal." Patient did not have any other device or therapy issues. The pump delivered fentanyl, bupivacaine and baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that the cause of the event was unknown. The patient status was reported as "no injury".

Manufacturer narrative:
Programmer, model: 8835, serial # (B)(4). Catheter, model: 8711, lot# j11449r36, implanted: (B)(6) 2003, explanted: unk. Catheter, model: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
The error code was noted to be 8476-motor stall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).